Event description:
The tech alleged that the brake caster would rotate from side to side when in the locked position. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster to resolve the issue.